Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided. Placeholder.

Event description:
Patient implanted with variable angle medial and lateral plates on an unknown date for an elbow procedure. It was reported that both plates broke in the same plane, between the first and second most proximal holes. Hardware was removed on (B)(6) 2013. This is 2 of 2 reports for the same event, complaint # (B)(4).